Event description:
Patient had experienced significant efficacy with the vns therapy, but that the patient recently began seizing for approximately an hour. It was reported that use of the magnet in the past has stopped the patient's seizures but that it had no effect during the episode.